Event description:
Stent was attempted to be deployed in the left anterior descending coronary artery. Stent would not cross lesion. After removal of stent delivery device, it was noted that the stent was not on the balloon. It was decided to send the pt to surgery electively. Pt expired after surgery.